Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported the distal spin collar coming off the tubing; during an infusion, it did not hold the tubing in place and the tubing fell apart. There was no patient harm because the nurse was in the room and noticed blood on the sheets. There was no report of medical intervention. Although requested, no additional event or patient information provided by the user.